Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4)alleging that the patient's onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist was unable to say when the subject meter started to read inaccurately. He claimed that on date and time unknown, the patient obtained an alleged inaccurately high blood glucose result of "130 mg/dl" on the subject meter compared to "90 mg/dl" on a laboratory device. The reporter did not know the time difference between the results. Based on statistical methodology, the calculated difference between these results may exceed lfs' accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). The reporter did not know whether the patient made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He claimed that an unknown time after the start of the alleged issue, the patient developed symptoms of "really tired and felt dizzy", which the patient associated with hypoglycemia. The pharmacist reported that the patient did not take any treatment for his symptoms. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure. The reporter did not know if the patient had used an approved sample site to obtain the blood samples, or if the patient had followed the correct testing steps or if the patient's test strips had been stored correctly. The test strip vial was not cracked or broken. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did he receive medical intervention for any symptoms. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.